Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site, as to date, the lens remains implanted. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The lenses were released according to specification. There were no associated deviation or non-conformity reports found in the manufacturing record review related to the complaint. A search on complaints revealed there were no additional complaints received related to the production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the investigation results, a product deficiency was not identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported that after she had intraocular surgery on her left eye on (B)(6) 2015, she is not seeing well. She was either far-sighted before the surgery and now she is near-sighted, or vice-versa. No additional information was provided.